Event description:
There have been multiple instances of the medline 25 x 1 inch needle malfunctioning and cracking/leaking around the site where it attaches to the syringe. It creates a spray hazard. We had a staff member hospitalized with a chemical burn to the eye due to this malfunction.